Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received an on-device alarm indicating no insulin remained in the cartridge and insulin delivery had stopped shortly after a cartridge and infusion set change, consistent with an infusion set connection or deployment issue and loss of drug delivery in the infusion subsystem. Symptoms included hyperglycemia with capillary glucose measured at 361 mg/dl. Outcomes included user inconvenience and the need for assistance to restore therapy. Investigation included remote troubleshooting and user education. Investigation of this case revealed that replacing the infusion set and cartridge and ensuring proper attachment resolved the alarm and insulin delivery resumed, with subsequent glucose values trending down. It was concluded that the event was attributable to an infusion set deployment or connector attachment issue leading to interrupted insulin delivery, and that device function was restored after supply replacement and correct setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.